Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to site issue on (B)(6) 2018. The customer¿s blood glucose was 139 mg/dl. The customer was wearing the sensor at time of hospitalization. Customer stated that the irritation is was red, rash and itchy. The customer declined troubleshoot. The product will be returned for analysis.